Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. Concomitant medical products: the actual sample was received for evaluation. Visual inspection revealed that the two piece luer lock was missing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was damaged; further described as ¿no connecting cap¿. This issue was identified during priming. There was no patient involvement. No additional information is available.